Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient who underwent an unknown procedure with unspecified mentor saline breast prostheses noticed health problems approximately 5-6 years after surgery. The patient reported that she developed dental issues, gi issues, sleep problems, lethargy, allergies she never had before, food intolerances, spike in liver enzymes, stomach issues that required hospitalization, weight gain, breaking out of skin, and depression. The patient felt pain in the left breast that travelled to her arm. In addition, the patient¿s implants moved across her chest and fell into her back. Patient also reported that she had health issues with her first pregnancy. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This medwatch report is for the right breast prosthesis.